Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" had occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced intermittent sensor error, then accurate low values, then sensor error again. The patient was at school and experienced hypoglycemia, he was forgetful, very thirsty, weak. He ate something and drunk a lot of water. There were low cgm values and low with bg meter. A teacher assistant called an ambulance and the sensor was removed by the medical staff. The patient was treated with glucagon (no information who treated the patient). The patient was taken to the hospital and was discharged the same day. At the time of the report the patient was well. Data was provided for investigation and was confirmed on (B)(6) 2025. The probable cause was determined to be sensor noise occurring for 01:04:44. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that "no readings", "sensor error" or "brief sensor issue" had occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced intermittent sensor error, then accurate low values, then sensor error again. The patient was at school and experienced hypoglycemia, he was forgetful, very thirsty, weak. He ate something and drunk a lot of water. There were low cgm values and low with bg meter. A teacher assistant called an ambulance and the sensor was removed by the medical staff. The patient was treated with glucagon (no information who treated the patient). The patient was taken to the hospital and was discharged the same day. At the time of the report the patient was well. Data was provided for investigation. The reported complaint is undetermined as the exact issue and specific time of the hypoglycemic event could not be ascertained from the reporter. Additionally, the details surrounding the incident as described by the reporter, including the continuous alerts and accurate low readings, do not align with data investigation findings, which found no audible alerts delivered to the patient during the time he likely would have been at school, and no low readings displayed by the cgm until later that evening. The complaint is undetermined, and the root cause of the hypoglycemic event cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.